Manufacturer narrative:
No unexpected excess no delivery alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer also reported that they were unable to fill the tubing. Blood glucose level at the time of the incident was 500 mg/dl. During troubleshooting, the customer received an additional no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.